Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 05/16/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 22.5 diopter intraocular lens (iol) was explanted from a female patient's left eye due to the patient experiencing residual myopia and not tolerating the lens. The lens was replaced with another same model iol of a lower diopter. There was no incision enlargement and no sutures required. There was no patient injury reported. No further information reported.